Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was observed torn. Reportedly, the lens was torn during handling; prior to insertion, however, this was not confirmed.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/18/2018. Device returned to manufacturer: yes. Device evaluation: the ar40m lens was received in the original packaged. The lens was returned cut in two pieces. Visual inspection using microscope magnification was performed. One lens haptic was observed detached. The detached haptic piece was not returned. Evidence of viscoelastic residue was detected on the lens optic body. The condition observed in the lens is consistent with a lens that has been handled and prepared for surgical use. The reported issue was verified. However, due the condition of the sample received (cut in half), there was no evidence to suggest that the returned lens has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.